Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice automated pd set with cassette leaked; further described as the cassette "was leaking from the back side". This occurred during set up for peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services advised the home patient to start over with a new cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.